Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. The serial number of the alleged device is unknown, therefore a device history review could not be performed.

Event description:
Medical records received on an unrelated customer experience indicated that the patient was diagnosed with a hernia. It is unknown if the hernia was repaired or being managed. Follow up with the patient's peritoneal dialysis nurse indicates that the clinic was not aware of the patient's hernia. Additional information was solicited.

Manufacturer narrative:
There is a possible temporal relationship between the event of hiatal hernia and pd therapy on the liberty cycler. However, there is no documentation to show any causal relationship between the adverse event and the liberty cycler. It is unknown when the patient developed the hernias or the causal events.

Event description:
"."